Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 52-53 mg/dl. The cause of the low bg was unknown. The customer consumed glucose tablets to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue.